Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, through a medical professional. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the reported event of difficulty adding/removing saline (inflation/deflation issues) as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of pain as follows: ¿other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ¿abdominal pain, chest pain, incision pain, and¿port site pain.¿

Event description:
Health professional reported an alleged "the tubing of the lap-band disconnected from the band and port, the patient was experiencing pain in the abdomen and pelvis and occasional clogging." The device was found to have ¿the tubing disconnected¿ when the doctor performed a CT scan and fluoroscopy and found ¿the tubing was disconnected from the subcutaneous reservoir and port had disconnected from the band itself at the most proximal aspect of the band and port.¿ the device was removed and replaced.